Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 164 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked reservoir tube lip and battery tube threads.